Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt, migration and perforation of the ivc filter. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that, positioned the distal end in the infrarenal position in the ivc and the ivc filter was subsequently deployed successfully with position in the infrarenal ivc and above the ivc bifurcation. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), patient reported these injuries have caused emotional distress, mental anguish, anxiety and stress. Medical records previously received indicate that at filter placement, the patient had a medical history of systemic lupus erythematosus, rheumatoid arthritis, hypertension, fibromyalgia rheumatica, chronic obstructive pulmonary disease (copd), obstructive sleep apnea, multiple bilateral lower extremities deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient was on chronic coumadin therapy at the time, and planned to receive a repeat left hip arthroplasty, and was admitted for a temporary ivc filter placement, being off coumadin, pending surgery and bridged with lovenox therapy over 5 days. According to the discovery form, the patient received the ivc filter due to previous dvt and pe. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include perforation of filter struts outside the ivc, migration of the entire filter to the heart, filter tilt, in addition to emotional and physical pain.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently tilted, perforated the ivc and migrated to the heart. The patient has reported anxiety and stress as well as physical pain as a result of these events. According to the medical records that patient had a history of systemic lupus erythematosus, rheumatoid arthritis, hypertension, fibromyalgia rheumatica, chronic obstructive pulmonary disease, obstructive sleep apnea, multiple bilateral lower extremities deep vein thrombosis (dvt) and pulmonary embolism (pe). The indication for the filter implant was pre-operative for a repeat left hip arthroplasty and history of dvt and pe. The filter was placed via the right femoral vein and deployed in the infrarenal position and above the ivc bifurcation. The sheath was left in place as the patient was then scheduled for a dobutamine stress test after the filter implant and has limited peripheral venous access. The patient did have some back discomfort during the procedure that the physician attributed to the position of the patient on the procedure table. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Without procedural films or post implant imaging available for review, the reported filter tilt, migration and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt, migration and perforation of the ivc filter. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt/migration and perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt, migration and perforation of the ivc filter. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The patient has medical history including systemic lupus erythematosus, rheumatoid arthritis, history of hypertension, history of fibromyalgia rheumatica, history of copd, history of obstructive sleep apnea, who has had an extensive history of multiple dvts in bilateral lower extremities and a pulmonary embolism diagnosed in 2002, is on chronic coumadin therapy and is scheduled for repeat left hip arthroplasty. Per the medical records, the ivc filter was deployed successfully in the infrarenal ivc and above the ivc bifurcation. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt, migration and perforation of the ivc filter. According to the information received in the patient profile from (ppf), patient reported these injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt, migration and perforation of the ivc filter. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that, positioned the distal end in the infrarenal position in the ivc and the ivc filter was subsequently deployed successfully with position in the infrarenal ivc and above the ivc bifurcation. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), patient reported these injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Additional information was provided and is available in: the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.